Event description:
It was reported that during follow up an x-ray revealed that the atrial lead was dislodged. The lead was successfully repositioned on (B)(6) 2013.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.